Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to reproduce reported problem. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an operating room (or) staff called in technical support mid procedure and reported the surgeon experienced issue with the universal surgical manipulator (usm) arm 1. The usm arm 1 was not staying in place where the customer put it; the arm 1 kept springing back. The caller stated he wasn't sure what the surgeon did to resolve but she kept trying to force it to stay in place and it ended up working. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed logs and did not find any related errors. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was explained by the tse that "the motion issue could be due to the mtm drifted when surgeon removed hands from mtm while head still in viewer" when performing investigation. The instrument was in patient at the time of the event.